Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The "known inherent risk of device" conclusion code was selected because this lead has been in service over 25 years. Fracture/damage occurring at that length of implant is not unexpected and can result from multiple causes. In addition, the complaint device was not returned to bsc - product analysis could not be performed.

Event description:
It was reported that this right atrial (ra) lead had fracture and exhibited loss of capture and high pacing thresholds. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had fracture and exhibited loss of capture and high pacing thresholds. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.